Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir, it was reported that the blood was not mixing. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the drugs used in prime or during the case were albumin, starch bicarbonate, mannitol and hartamnn. The temperatures pre and post oxygenator was 35¿. The heparin dosing was monitored to achieve optimal therapeutic response in 5000u boluses of 355 second values. It did not rise higher than 422 seconds. The issue did not affect flow. The customer was aware of the situation. Medtronic received additional information that heparin was measured with an act instrument.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.